Event description:
The customer reported that they can't open the system and that the energy select switch failed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they can't open the system and that the energy select switch failed. There was no report of pt involvement. The energy selected switch was replaced to resolve the issue. Based on the repair info for this complaint, the reported symptom (can't open) is consistent with a failure to power up.